Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged when connected directly to a car usb port via usb cable. There was no reported impact to the customer's blood glucose level. Reportedly, the customer successfully charged the pump with a different usb cable connected to a wall adapter. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.